Manufacturer narrative:
(B)(4). The reported event is confirmed as the visual inspection identified tasp fracture. Visual examination concludes that the tasp exhibits signs of repeated use and the post feature has fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Complaint history search was performed. A definitive root cause is determined to be previously addressed design issue. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The instrument was broken into two pieces upon insertion by the surgeon. No patient consequences were reported as a result of the malfunction.